Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burn marks was due to component failure, however, the cause of the white residue inside channel and cylinder could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service technician identified burn marks at the distal end plastic cover (d/e plastic cover) and observed white residue inside the channel and cylinder. There was no patient involvement.